Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial# (B)(4). Analysis had shown the connector pin was broken on the dtc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient's recharger screen was blank, and they had a bent connector pin with a frayed cord on it as well. The patient also stated their ins was empty but not dead. When transferred to repair the allegations were reiterated and the patient would be receiving replacement parts in the mail. It was reported that there were no symptoms. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient neglected to recharge the battery in time [ineligible] when they tried plugging the [ineligible] in for several minutes the main power [ineligible] battery in would not, life battery empty. There were no further complications reported.